Event description:
This report summarizes 7 malfunction events, where it was reported the devices experienced accessible ac current. There was no patient involvement.

Manufacturer narrative:
This supplemental is being filed to remove a results code following the completion of a device investigation. Section h codes have been updated. 1 device is still pending evaluation.

Event description:
This report summarizes 6 malfunction events, where it was reported the devices experienced accessible ac current. There was no patient involvement.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced ground path compromised, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 7 to 6.

Event description:
This report summarizes 7 malfunction events, where it was reported the devices experienced accessible ac current. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 6 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.